Manufacturer narrative:
This lead was surgically abandoned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that this right ventricular (rv) lead exhibited a high out of range pace impedance measurement along with loss of capture. This patient also experienced syncope. There was a concern the lead had fractured. This lead was then surgically abandoned and replaced. No additional adverse patient effects were reported.